Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 133.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed that the catheter was ovalized near its distal tip. This ovalization was likely the kink reported in the complaint. If the device is forcefully gripped or otherwise mishandled during preparation for the procedure, damage such as an ovalization may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the distal tip of a lantern delivery microcatheter (lantern) was kinked upon removal the packaging. The damage to the lantern was found prior to use, and, therefore, it was not used in the procedure. The procedure was completed using another lantern.